Event description:
During priming of the extracorporeal circuit, it was noted that a portion of the coating on the tubing had partially peeled away from the surface. Based upon this finding, the product was not used. There were no reported pt injuries or issues regarding this situation.